Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The firing knobs were advanced on one instrument. Visual inspection of internal components revealed sheared teeth on one of the firing racks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Firing knobs were not fully retracted. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the reload jaws. Replication of the secondary damage of sheared teeth on the firing rack may occur in any of the following circumstances, 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical nephrectomy procedure, while on firing over scar tissue, the devices had a problem unloading, that the reload would not open. The first handle which was opened with a reload, tech was able to load reload, closed it to hand it off to go down the trocar, but the surgeon could not get the reload to open. He tried using the black knob and moving the handle forward and neither worked. After that, a second handle was opened with another reload and during firing, the handle cracked. Blade was able to retract and open but after firing the surgeon said that he should have used another type of reload instead of the previous one so he did not understand why the handle would crack in that situation. In order to resolve the issue, a third handle was opened after the crack was heard as a backup to place over tissue to make sure that the staple line held. No patient injury.

Manufacturer narrative:
Correction: (UDI number). If information is provided in the future, a supplemental report will be issued.